Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and after the explant, the patient had limb ischemia. While on support, the patient had positive pedal pulses. The impella was explanted, and the patient complained of cold extremities and pain. The staff could not find a pulse in their leg. The doctor found the femoral artery was occluded. The doctor successfully stented the femoral artery.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.